Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no failed battery alarm during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump kept alarming failed battery test. The customer replaced the battery but the insulin pump did not power on. The battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.